Manufacturer narrative:
Exact date unknown, event occurred since the implant procedure. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI upn: m365sc8436500 model: sc-8436-50 serial: (B)(6). Batch: 7073904.

Event description:
It was reported that the patient was not getting pain relief from the ipg. The patient underwent a full system explant procedure. The explanted devices will not be returned, as they were discarded by the medical facility.